Event description:
The pt developed respiratory distress after 46 mins of first eecp treatment. The pt had a diastolic augmentation ratio of 0.8 at the lowest pressure. The pt was administered oxygen and diuretics by the emergency team and transferred to ICU where an endotracheal intubation was performed.